Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd¿ catheter leaked, had a needle stick injury after use, extravasation, blood exposure, needle detached and went through the catheter, the package seal was open, and the safety mechanism did not activate. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the clinician encountered occurrences of leakage (104), hematomas (13), blood stream infections (e.g. Blood stream bacteraemia, sepsis) (10), localized IV site infections (e.g. Cellulitis, abscess, phlebitis, thrombophlebitis) (110), needlestick injury (before use on patient) (1), needlestick injury (after use on patient) (19), infiltration / extravasation (196), clinician exposure to blood (20), needle detached from needle hub (10), IV needle break off / fragmentation (11), needle through catheter (25), package seal open before use (2), no / reduced flow of IV fluid (24), and the safety mechanism did not activate (81).